Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019, follow-up computed tomography identified a proximal type I endoleak. On (B)(6) 2019, an additional procedure was performed to treat the proximal type I endoleak. However, the imaging taken during the additional procedure did not identify any endoleaks. An aortic extender endoprosthesis was implanted for proximal extension on a trunk-ipsilateral leg endoprosthesis and reportedly ballooned for 5 minutes. The patient tolerated the procedure. The physician commented the following: ¿it seemed that the proximal type I endoleak had been resolved by thrombus formation before the additional procedure. The aortic extender endoprosthesis was implanted for proximal extension on the trunk-ipsilateral leg endoprosthesis to prevent the proximal type I endoleak.¿